Event description:
I now required hysterectomy. I started feeling pain in my abdomen and could not pin point the source. The pain has increased and hard to sit or stand for long periods of time. After watching the (B)(6) documentary, I visited an obgyn to see if the implants were the source. CT scan shows migration to the uterus. Pelvic pain for approx 6 months. Right essure device is in place. The left device, greater than 50% is seen within the uterus consistent with central uterine migration. I tried to report to bayer, 'prompts hang up on you.' Not sure what this number is: v67.09 and v26.51. Recommend by my obgyn (who has since retired) to get me off birth control due to my age. Started to experience throbbing then acute pain in the abdomen. Currently looking for a surgeon for a hysterectomy.